Event description:
Event description guidant received information that the implanted bipolar lead had impedance measurements below 20 ohms on the shocking channels. An invasive procedure was performed to address the issue and a conductor coil fracture was observed.